Manufacturer narrative:
Other relevant device(s) are: product ID: 7482a51, serial#: (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2020, product type: extension. Other relevant device(s) are: product ID: 7482a51, serial/lot #: (B)(4), ubd: 23-mar-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp), vai the manufacturer¿s representative (rep), who reported during a procedure there were high impedances and a damaged extension was determined to be the cause. The patient experienced no symptoms as a result of the event. There were no factors that could have caused or contributed to the issue. The extension was replaced, and the impedance issue was resolved. No patient symptoms or further complications were anticipated.